Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. Customer stated the screen had multicolor lines and white gray spots. Blood glucose level at the time of the incident was 121 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
After battery installation, the upper part of the lcd display was white, and the lower part was gray. Device was unable to display text whatsoever. Per visual examination there were multiple cracks within the lcd display itself. Unable to perform displacement, or self tests due to the cracked lcd display.